Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 5. The caregiver (cg) stated that one of the bags became disconnected. The tsr reviewed the proper set up procedures. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the system error 2240 alarm. The cg stated that the hp left the connection loose so the lines became disconnected between the cassette and the bag. The cg stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information, there was a loose connection between the transfer set and the patient line. The cause was a loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.